Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 184 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the keypad of the insulin pump was unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. No frozen display was noted. The insulin pump had minor scratches on the display window, cracked display window corners, broken battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.